Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts for the sensor occurred. No product was provided for evaluation. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.